Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem 'air in line' was confirmed during the event history log (ehl) review but not reproduced during evaluation. Evaluation determined the cause was the upstream sensor being out of specification which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be

Event description:
It was reported that a spectrum pump experienced air in line. There was no patient involvement. No additional information is available.